Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) over 600mg/dl with no signs or symptoms of hyperglycemia associated with a call service 088 alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter confirmed that the alarm was not recurring. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error, as there was inadequate response to an appropriately emitted alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: the alarm history showed a call service (cs 088) alarm. The black box data for the event was overwritten due to continued pump use. A 24 hr duration test was successfully completed with no call service alarms being duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no internal moisture or damage was found. The complaint was observed in the pump history, but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.